Event description:
Pt became infected with staphylococcus epidermidis after catheter was implanted on 3/15/96. Catheter was removed and replaced on 3/26/96. Specimens of csf which were taken from the catheter at implant grew staphylococcus epidermidis the morning after implant. The dr feels that the catheter was contaminated before implantation, not intraoperatively. His routine practice is to open catheter only at the moment he is about to implant, and place it immediately in a bacitracin containing solution.